Manufacturer narrative:
The report of tcmid02 (ce danfoss error) was reproduced during functional testing of the thermogard xp ivtm console (sn (B)(4)) and the analysis of the retrieved event log confirmed the occurrence of five tcmid02 error messages. The root cause is due to a defective danfoss controller and connector board needing replacement. The thermogard console is a reusable device and was manufactured on jan 2011. It has exceeded its expected service life of five years and is over 7 years old. There was no preventive maintenance performed on the console. The console was received with physical damages noted on the coldwell cap gasket, lid bumpers and rollers; missing hex basket, seal rocker switch and umbilical connector screw, which are unrelated to the tcmid02 error message. Functional testing of the console revealed a tcmid02 (ce danfoss error) error message during initial power up. Upon customer's approval, the danfoss controller and connector board, as well as the physically damaged parts will be replaced; the console will be functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During patient use, the thermogard console (sn (B)(4)) displayed tcmid02 (ce danfoss error) message. Following this, the console was replaced and continued with the ivtm treatment. No known impact or consequence to patient reported.